Event description:
Boston scientific received information that this lead was a part of a system infection in 2009 during the initial implant. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.